Event description:
The user facility reported plasma leakage in the fx25 device. Follow up communication with the user facility reported the following information: about 4 hours after ecc started, a component which seemed to be plasma, started to appear at the gas outlet port; immediately before the completion of the procedure, a leak of a solution quite red in color was found at the gas out let port; later, the customer informed terumo that the patient's blood had been slightly hemolytic and the patients urine was slightly red in color; the procedure was completed successfully; and the patient is reported as doing okay.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomaly in the appearance conditions. Closer visual inspection of the gas inlet port side and the gas outlet port side found the trace of a solution red in color having come out of the sliced surfaces of the fiber on both side. The actual sample, in the state returned, was filled with saline solution by gravity drop. The saline solution was found to be oozing from the sliced surfaces of the fiber. The actual sample was rinsed, dried and filled with saline solution with the blood outlet port being clamped. Subsequently, a pressure of approx. 2.0kgf/cm2 was kept being applied to the actual sample from the blood inlet port for 6 hours. No leak was confirmed. Bovine blood was circulated in the actual sample at the flow rate of 7l/min. And the back pressure of 300mmhg for 6 hours. No blood leak or plasma leak was confirmed. A review of the DHR and the product release decision control sheet confirmed there was no indication of production related issues or no discrepancy in the inspection and testing results. A search of the complaint file found no other report with the involved product/lot# combination. Based upon the available information, the cause for the reported event cannot be definitively determined. The investigation verified that the actual sample was that of the normal product. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).